Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician was found bearings worn were found due to normal wear. It was noticed that the device had not much power, coupling worn from use and the device loses pressure due to worn hose. The device was repaired.

Event description:
Device was returned for service/calibration. During pre-repair device testing, technician found failed speed and noise test results. Report 1 of 1 complaint (B)(4).